Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, so the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, we presume from the investigation result that the user is aware of the recommended timing for replacement of water filters. The event may have occurred by a time management mistake. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "oer-4 operation manual chapter 7 routine maintenance 7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the water filter had not been replaced since (B)(6) 2022. The issue occurred during reprocessing. There were no reports of patient harm.